Event description:
The physician intended to implant an endeavor resolute drug-eluting stent. The device was prepped as per IFU and inspected prior to use with no abnormalities noted. Angiograph results for the patient showed 50 ¿ 99% stenosis in the proximal and the middle of the right coronary artery. During the procedure the lesion was repeatedly pre-dilated. It was reported that the endeavor resolute device could not cross the lesion due to the calcification and vessel tortuosity. The device was noted to be deformed after it was removed from the patient. Further lesion pre-dilation was performed and a non-medtronic stent was used to complete the procedure. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The 13th and 14th proximal stent segments were deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: (target lesion exhibited 50-99% stenosis, calcification and tortuosity). (Stent deformation). Deformation problem. (B)(4).